Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The field service engineer (fse) inspection was carried out. The fse did not manage to replicate the error. The fse performed full performance assurance and extended-self testing. All tests passed successfully.

Event description:
The customer reported that the unit shut down. The customer reported that the unit was in use on the patient, but no patient harm was reported.